Manufacturer narrative:
A ipg communication issue was reported to abbott. The issue was resolved through troubleshooting/ programming. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that patient controller was displaying an error message "cannot connect to generator¿ and the patient could not communicate with the ipg. Troubleshooting was initially attempted without success. Upon visitation abbott representative was able to recover the generator through troubleshooting.